Manufacturer narrative:
The reporter indicated that samples were available; however, no samples have been received. Smiths was unable to confirm the issue without returned product evaluation. The device history record was reviewed with no issues noted. No additional action is necessary at this time.

Event description:
The reporter stated that the tubing was coming out of the side of the 4-way stopcock. The end of the tubing came out of the end where it attaches to the luer. There was no patient injury or treatment associated with this event.